Manufacturer narrative:
(B)(4). Batch # m53l5z. The following information was requested, but unavailable: did the jaw eventually open to release the tissue? If no, how was the device removed from the patient? The analysis found that one psee60a device was returned in good visual condition and with an ecr60m cartridge present. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The test battery was loaded into the device without difficulties during the visual and functional testing. Event could not be confirmed as the device opened and closed without any difficulties noted and the knife reverse button worked properly during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid colectomy that the device did not fire properly on the first attempt. The blade barely advanced and no tissue was cut. The reverse did not work and when trying to remove the battery no one could get it off of the device. The manual over ride is still intact and it is unknown exactly how they removed it from the tissue. The procedure was completed using a like device. No patient consequence was reported.